Manufacturer narrative:
This multi-pack device consists of set screws with part# 5430130 which is not approved for use in the us, however a like device with part# 5440130, 510k#k102555 an upn (B)(4) is marketed in the us. Product analysis: visual, optical and microscopic examination of the set screw which displayed heavy witness marks on the peripheral face of the set screw node height and morphology evidence of thread overload, starting at the beginning of the thread is noted, consistent with incomplete seating of the rod in the mas saddle at final tightening. Set screw displayed evidence of significant deformation at the hexalobe interface, also consistent with incomplete seating of the rod in the mas saddle at final tightening. It noted that no mention was made with the event description regarding utilization of reduction instrumentation prior to final tightening. The above observations are consistent with using rmas and set screw implants to reduce the rod immediately prior to final tightening.

Event description:
Pre-operative diagnosis:lumbar spinal canal stenosis procedure: transverse lumbar interbody fusion levels: l3-l4, l4-l5 it was reported that during surgery, burrs occurred from the set screw when the surgeon tried to place a set screw. Burrs were removed and the set screw was exchanged with new one. The surgeon placed a set screw temporarily and performed final tightening. No patient complications were reported as a result of the event.